Manufacturer narrative:
D.10 samples received: 02/19/2020. Device evaluation: h.6 investigation summary: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. The protector was noted to be fitted onto the vial at an incline, the pins of the protector not properly secured to the vial. A device history review was performed for lot 1810130, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be completely vertical when attaching . The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that bd phaseal¿ protector p53j leaked during use. The following information was provided by the initial reporter: cisplatin leaked from the connection of the protector and the vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p53j leaked during use. The following information was provided by the initial reporter: cisplatin leaked from the connection of the protector and the vial.